Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant periods") in a 48-year-old female patient who had essure (batch no. D60147) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscular pain"), arthralgia ("joint pain"), headache ("headaches") and visual impairment ("vision decreased"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, fatigue, headache and visual impairment outcome was unknown and the myalgia and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, fatigue, headache, menorrhagia, myalgia and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant periods") in a (B)(6) year-old female patient who had essure (batch no. D60147) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue, myalgia ("muscular pain"), arthralgia ("joint pain"), headache ("headaches") and visual impairment ("vision decreased"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fatigue, headache and visual impairment outcome was unknown and the myalgia and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, fatigue, headache, menorrhagia, myalgia and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.